Event description:
Customer reported that she had unexplained low and high blood glucose and dka. Customer went to the emergency room and was hospitalized in (B)(6) 2014 with blood glucose reading of 668 mg/dl, and in (B)(6) 2014 with low blood glucose of 23 mg/d. Customer stated that her infusion set cannula was bent and the insulin did not go through. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No excessive no delivery alarms noted and all boluses programmed delivered properly during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-99722.